Event description:
The patient reported developing an infection at the pod insertion site (arm) after wearing the device for approximately 25 to 36 hours. Symptoms at the infusion site included redness, itchiness, and soreness, and upon removal of the pod, the patient observed yellow pus, a lump, and signs consistent with infection. Concurrently, the patient experienced persistent hyperglycemia, with blood glucose levels reaching 22 mmol/l (396 mg/dl) and ketone levels of 0.3 mmol/l, along with feeling unwell despite administering multiple boluses. On (B)(6), 2026, the patient presented to (B)(6) hospital emergency room with hyperglycemia, nausea, and a localized infection on the right arm. The patient was treated with intravenous fluids and anti-nausea medication. The patient was also prescribed oral antibiotic (apocephalexin 500 mg) to be taken one tablet four times daily for seven days. The patient reported the emergency room visit lasted approximately 6 hours before leaving on the same day. The patient reported resuming pod use at a different site after the visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hyperglycemia, and customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.